Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occured. The target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.